Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to perform functional test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone by customer's mother that the customer jumped into the pool and now pump is not working. The customer's blood glucose an hour before the issue was 371mg/dl. The customer's mother declined high blood glucose troubleshooting. She reported fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to back up plan. The pump will need to be replaced due to the pump being exposed to moisture and not powering on.